Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 3/2/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with anterior and posterior colporrhaphy and enterocele repair. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, cystocele, rectocele, and slow urine stream.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted, concurrently with a hysterectomy, due to pelvic organ prolapse, cystocele, rectocele and sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh trimming, rectocele repair and graft augmentation on (B)(6) 2009. It was reported that patient underwent mesh revision on 04/28/2011 due to tension of sling. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.